Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed on the right ventricular lead. No electrical anomalies were detected. The lead was capped and replaced successfully with no adverse consequence to the patient.